Event description:
It was reported that the ilet pump¿s case was separating and difficult to keep together, and the unlock function was not responsive, while insulin delivery continued and no alerts or alarms were reported. Symptoms included no changes in blood glucose and no adverse clinical effects. Outcomes included continued pump use without clinical impact and subsequent replacement of the device. Investigation included confirmation of functionality and coordination of device return for evaluation. Investigation of this case revealed a hardware issue consistent with screen bezel or enclosure separation and a user interface responsiveness concern, while core pump function was retained. It was concluded, based on previously established findings for similar reports, that the cause was product mechanical integrity degradation of the external housing with user interface impairment.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.